Event description:
The report received from the affiliate indicated that a 2.5x18mm cypher stent was delivered for direct stenting in a 90% de novo and heavily calcified lesion in the distal rca with high vessel tortuosity but the cypher could not be delivered. Therefore, pre-dilation was conducted and then the cypher was redelivered, but it still did not cross the target lesion. Even after conducting anchor balloon technique, the cypher did not cross the target lesion. Therefore, the cypher was retrieved from the patient and the physician confirmed the stent to be flared at the distal end and so he stopped using the cypher. The procedure was finished successfully with conducting only poba. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.